Manufacturer narrative:
Occupation: occupation ni equals lay user / patient.

Event description:
The initial reporter complained of a questionable inr result for 1 patient tested on a coaguchek xs meter serial number (B)(4) compared to the dade innovin laboratory method. At around 8:00 am the meter result was 3.5 inr and at around 1:00 pm the laboratory result was 2.4 inr. The patient's therapeutic range is 2 - 3 inr. The patient does not have hematocrit concerns, does not have antiphospholipid antibodies, is not on direct thrombin inhibitors or heparin, no changes in coumadin dosage, no changes in diet, and no symptoms of bleeding or bruising. The patient stated that they had the flu two weeks prior but did not receive any new medications. The patient's meter and test strips were returned. Replacement products were sent. The returned customer test strips were measured with the returned meter with liquid qc of a high level. The obtained results were in the allowed range. No error messages occurred during the investigation. Testing results: qc 1: 3.2 inr, qc 2: 3.2 inr. Relevant retention test strips (lot 353497) were tested in comparison with the master lot coaguchek xs pt. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. Coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods. The results alleged by the customer were not observed in the meter¿s patient result memory. The investigation did not identify a product problem. The cause of the event could not be determined.